Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in the ER on an unknown date and suture was used. During the procedure, the suture broke. The case was completed with another device of the same product code, different lot number. There were no adverse patient consequences reported. No additional information was provided.